Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot#: 0208490640, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported a premature battery depletion. Only 30% left and 13 month after the replacement. Stimulation was low at 1 volt. No symptoms. Factors that may have led or contributed to the issue remain unknown. No actions were done and the device deficiency remained ongoing. The issue was not resolved. The investigator assessed the device deficiency as not serious, not related to procedure, and related to the stimulator. No surgical intervention occurred or was planned. Relevant medical history includes idiopathic urge urinary incontinence since unknown.